Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. The device and leads were sent to pathology for culture. There were no additional adverse patient effects reported. The ra lead was explanted.